Event description:
Product was returned as an implant failure because it was explanted, due to infection, no bone integration, and bone loss. Based on the report, the patient had good oral hygiene and moderate bone condition. The surgery was a traditional 2 stage in tooth location #19. Bone augmentation material was not used. The patient is described as recovered with no complications. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specifications. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, patient bone condition, patient oral hygiene, or patient behavior.